Manufacturer narrative:
.

Event description:
A volume discrepancy was reported at the pt's pump refill session. The actual residual volume was 15ml and the expected residual volume was 6.8ml. The pump was refilled at that time. The pt became somnolent a few hours after the pump refill. The pt then became unresponsive and was intubated and admitted to the hospital. The pt's pump pocket was swollen and the physician thought that a pocket fill had occurred. The physician aspirated 13ml of clear fluid from the pocket area and another 5ml of baclofen from the pump. An alarm was heard and confirmed by telemetry which indicated a low battery. The physician stated that the pt had "stabilized." The pt was on a low dose of baclofen. They had planned to treat the pt's potential withdrawal symptoms with oral medications or the physician would replace the pump if needed. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who had received intrathecal baclofen via an implanted infusion pump. The pump's indication for use (IFU) was listed as head/brain injury and intractable spasticity. The patient had an event in 2009 where he was in the emergency room and unconscious for two days. At the time of the report, the patient no longer had a pump. The patient had recovered and was doing well.